Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The mylar flap of the flow sensor was found to be stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not delivering the requested tidal volume. There was no report of patient involvement.